Event description:
The first needle broke off in the consumer's stomach (B)(6) 2014. She went to her doctor who could not locate the needle and also went to her endocrinologist and no raised areas were observed. On (B)(6) 2014, another needle broke off in the consumer's stomach. The needle tip is visible outside the skin. The consumer's mother tried with a magnet and tweezers to removed the needle, but was unsuccessful and the site started to bleed. The consumer's doctor recommended visiting the ER, but the consumer did not want to. The needle is still poking through the skin.

Manufacturer narrative:
A mailing kit has been sent to the customer for return of the samples. Upon receipt of the samples and completion of the investigation, a supplemental report will be submitted.